Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that the unit was broken. The complaint unit was received at the service center and evaluated. Per service operational and diagnostic, the reported failure was confirmed. During evaluation, a short circuit was identified in the motor cable, the cable was replaced. Preventive replacement of o-rings was performed. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified as an electrical failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/7/2019 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that a fms tornado micro handpiece with buttons is broken. No surgical delay or patient consequence reported. No further information available.